Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent cartridge detection notifications occurred during the load process. There was no reported adverse impact to the customer's blood glucose level. During a follow-up, it was confirmed the pump was currently working as intended; the customer declined to provide additional information regarding this issue.